Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while removing the lock line, the clip jumped opened. Troubleshooting was performed, clip lock was retested and confirmed that the clip was closed and successfully deployed. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip jumping and cowl were unable to be determined. The reported improper or incorrect procedure or method was associated with the user having the arm positioner in the closed position before starting delivery catheter shaft detachment. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while removing the lock line, the clip jumped opened. Troubleshooting was performed, clip lock was retested and confirmed that the clip was closed and successfully deployed. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.